Event description:
Pt underwent vaginal implant. Following 33 needle insertions, pt was moved into x-ray/CT area for simulation. Upon removal of the stylets, one stylet was observed as broken, leaving an 8cm portion of the needle/stylet in the pt. Pt was treated with radiation via the remaining 32 flexineedles. Treatment proceeded as normal and was completed as planned. Drs surgically removed the 8cm portion from the pt and verified through x-rays that the portion was completely removed. The dr does not anticipate any adverse effect. The pt is doing well.